Event description:
While moving a loaded collimator cart into position to mount the high energy collimators, the head 2 collimator fell to the floor off of the cart. The collimator struck the head 2 crystal surface of the camera resulting in a cracked crystal.